Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep got new data from the patient. The patient felt some drops and recorded a schedule. The data file, interrogation printouts, and schedule were provided. The data file only contained two minutes of data between two interrogations. The printouts showed that from (B)(6) 2019 to (B)(6) 2019, the ins had only been turned on 39% of the time. The schedule noted drop outs felt at three separate times on (B)(6) 2019, three separate times on (B)(6) 2019, once on (B)(6) 2019, two separate times on (B)(6) 2019, once on (B)(6) 2019, two separate times on (B)(6) 2019, and once on (B)(6) 2019. It was noted that the rep would check and send new data with impedance three weeks from (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the device data file did not show any drop outs in stimulation caused by an ins malfunction. The file did show a lot of on/off and group switching; however, these were caused by manual commands sent by the patient programmer or recharger. No further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient still have drop outs of the stimulation for some minutes, but not when the battery was fully charged. The patient asked if the battery was ok and the patient felt like they needed to recharge more often like every 12 days. A device data file and telemetry printout from (B)(6) 2019 were provided. The telemetry printout showed that stimulation was off, that stimulation was used 38% of the time, that all impedance results were within normal range, and that adaptive stimulation and cycling were turned off. Review of the device data file revealed a lot of on/off switching. The data file did not show any pors. Recharging data showed that the patient charged once every 12-14 days from around 75% to 100% which was expected based on the patient's settings. The device data file did not show any evidence that the ins was malfunctioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep had a file from the interrogation log, and wanted to know if any drop out of the stimulation could be seen. The file showed that the ins was on 38% of the time, and when stimulation was on, group a was used 71% and group b 29%. The impedance values were within normal range. The rep was to collect another data file in a couple of weeks. No further complications were anticipated. Additional information was received from the rep. It was reported that the patient first started experiencing the stimulation drop outs on (B)(6) 2019. The patient did not experience any symptoms related to the stimulation outs. There were no contributing factors to the event. The root cause of the stimulation drop outs was not determined. The drop out was intermittent. The last drop out was two weeks prior to (B)(6) 2019, and was for about 2 seconds. The only action taken to resolve the issue was to contact the manufacturer's technical services. The rep had not tried to palpate the skin to see any break of the lead. It was noted that this information was confirmed with the physician/account. The rep provided an interrogation report, and device data file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep had a new device data file from the patient. The rep spoke with the patient on (B)(6)2019, and the patient felt that stimulation was stopping while the patient was doing nothing. The rep asked the patient to palpate around the battery to provoke a stimulation stop if there was a broken lead, but there was nothing wrong with that. It was noted that the patient did not have the patient programmer close or with them. The rep also provided a diary noting the date and times the patient felt stimulation stop. The data file showed that the patient programmer was used often to change groups, and that stimulation was not on a lot during the day. The data file did not show any power on resets (pors) or other reason why the ins would turn itself of. The data file showed that stimulation was turned off. The rep noted that this was strange because the patient had used the manufacturer's products for over 10 years and the issue came up some time ago. It was noted that the ins was implanted in the front, and that the patient knew how to handle the system.